Event description:
The manufacturer received information alleging a ventilator was displaying multiple error codes. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board and system board were replaced to address the issues.